Event description:
Device 1 of 3: reference MFR. Report#: 3008829311-2018-00220, reference MFR. Report#: 1627487-2018-12861. It was reported that the patient's drg leads migrated. The patient underwent surgical intervention where the leads were explanted and replaced. Effective therapy was restored post procedure.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-12860. Reference MFR. Report#: 1627487-2018-12861. Reference manufacturer number was unintendedly incorrect in the initial report. This report contains corrected data.